Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. E1: physician's first name is unknown. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during the case. The surgeon found the trajectory was 2 inches anterior and 1-2 inches superior from the target location. The first spin was low dose so a second high dose spin was done. The scan was used and the screws were planned. The surgical arm was sent to all trajectories. The surgeon then made a stab incision and then found the inaccuracy. The c-arm as brought in the trajectory was in the disc space above the vertebral body. The surgical system was checked and a new snapshot was done, but the trajectory was still inaccurate. A new spin was taken and there were no further issues. The screws were placed accurately. There was no patient harm and the procedure was delayed less than an hour. Additional information received from a manufacturer representative reported that the cause was unknown.